Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the audio on the g5 application is intermittent. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event. The root cause was determined to be that the alert settings for the low alert were set to vibrate only and no audio would be made.